Manufacturer narrative:
Eval, result: ac power inverter.

Event description:
It was reported by service report that there was no inverted ac output. It is unk if there was pt involvement or if there are adverse consequences to report.